Manufacturer narrative:
(B)(4). The complaint devices are not expected to be returned to fph for inspection. We are currently in the process of obtaining further information in order to obtaining further information from the hospital. We will provide a follow up report once we have completed our analysis.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the box of the single use resuscitation kits that they ordered was labeled with 900rd015 but the kits inside the box were 900rd014.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the box of the single use resuscitation kits that they ordered was labeled with 900rd015 but the kits inside the box were 900rd014.

Manufacturer narrative:
(B)(4). The complaint devices were not returned to fph in (B)(4) for further investigation. Our analysis is accordingly based on the event description and results of previous investigations on similar complaints. The reported fault is most likely due to incorrect packing during the assembly process. (B)(4).